Event description:
It was reported that deflation slow occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified iliac vein. An 18-4/5.8/120 xxl balloon catheter was advanced for dilatation. The balloon was inflated using an encore inflation device with a ratio of 50 to 50. However, during the procedure, the deflation time was too slow. The device was removed from the patient in a deflated state, and the procedure was completed with the original device. There were no patient complications or injuries reported, and the patient condition was good.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).